Manufacturer narrative:
The device has not been returned to waters for evaluation. A new instrument was installed by waters and is undergoing validation by the user. Waters will file a supplemental report should other additional information become available.

Event description:
This clinical laboratory customer reported low sensitivity from its mass spectrometer necessitating the use of alternative testing means and/or outside labs for sample processing. While the instrument was out of service, a comatose infant was admitted to the hospital. A ten (10) hour delay in obtaining test results for the infant was reported. The infant received treatment before laboratory testing was completed and the infant came out of the comatose state. No additional information on the condition of the infant is known.